Event description:
It was reported by the sales rep the device was used during an unknown procedure 2+ weeks ago. It was reported no one at the account can remember the procedure, surgeon, or specific difficulty with the clips. The device has been sterilized. The rep fired the device when retrieved and reports it is spitting clips. There was no consequence to the patient.